Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault code indicating a charge timeout. Technical services recommended device replacement. The device was replaced with a new guidant ICD. The explanted device was returned to guidant for analysis.